Manufacturer narrative:
The product analysis indicates one opened sample of part number 8229708 from lot number 0213841181. There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. A syringe was used to inflate the cuff with 20cc of air and it leaked out immediately. Under magnification it was determined there was puncture and abrasions in the cuff. The puncture was concave and measured 0.6¿ long. The device condition was out of specification as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; device was not returned for analysis.if information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that the facility has had four events reported with product number 8229708. In each of the events, the cuff would not hold air after the patients were already intubated. The patients had to be reintubated in each case. The four incidents have been with the same doctor and same size tube. A regulatory report will be filed for event 1 of 4 that occurred on (B)(6) 2017 (medtronic internal reference number (B)(4)). Another regulatory report will be filed for event 2 of 4 that occurred on (B)(6) 2017 (medtronic internal reference number (B)(4)). Event 3 of 4 that occurred on (B)(6) 2017 (medtronic internal reference number (B)(4)) is being investigated; however, a regulatory report will not be submitted. This regulatory report is being filed for event 4 of 4 that occurred on (B)(6) 2017 (medtronic internal reference number (B)(4)). A total thyroidectomy was being performed during this event. The emg tube was checked for the patency prior to intubating. The airway was established, then within 30 minutes an air leak was discovered by a sound. At this point the patient was reintubated with another tube. The procedure was completed and there was no impact to the patient.